Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. During the analysis of the provided follow up data, recorded between (B)(6) 2019 and (B)(6) 2020, it was noted that the rv pacing threshold was initially recorded fluctuating between 2.5 and 4 v, in the end of (B)(6) 2020 the threshold was recorded steady at 3.7 v till the end of the recorded period. The rv pacing impedance was initially recorded at 500 ohms, before in the beginning of (B)(6) 2020 the impedance started to gradually rise onto 2100 ohms in the end of the recorded period. The analysis of the provided iegm episodes confirmed the reported loss of capture in the rv channel. The analysis of the provided fluoroscopic images gained no information regarding root cause of the reported clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 33 months after the implantation this lead was capped and replaced due to increase in pacing impedance occurring since (B)(6) 2020 (greater than 2184 ohms). Unipolar impedance and threshold were normal.